Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. The patient was also implanted with an infusion pump for non-malignant pain. It was reported that the patient had a pain stimulation device implanted 6 years ago but it did not work so the patient had it removed. No further complications were reported.